Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the stylet body separated.

Event description:
The customer reports: the doppler on the stylet did not work - used with just the ECG and was able to get the blue bulls-eye.

Manufacturer narrative:
(B)(4). One vps g4 stylet assembly was returned. The stylet was visually examined with and without magnification. It was observed that the transducer was separated and missing from the tip of the stylet. Without the transducer a doppler signal cannot be conducted to the console which would prevent any display of the doppler signal. Based on the physical condition of the returned sample the separation of the transducer from the stylet tip appears to have occurred during use by the customer. The customer has been notified of the missing transducer. A device history record review was performed and did not reveal any manufacturing related issues.

Event description:
The customer reports: the doppler on the stylet did not work - used with just the ECG and was able to get the blue bulls-eye.